Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part: 03.617.902 lot: l618042 manufacturing site: hägendorf release to warehouse date: 04.january 2018 the device history record shows this lot of 48 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Investigation flow: damage: visual (appearance not as expected) visual inspection: visual inspection confirmed the reported complaint condition as the returned device was observed with twisted distal drive tip in the direction of screw insertion. The received condition does agree with the complaint description. No new malfunctions were identified. Dimensional inspection: relevant drawing were reviewed during the investigation. No design issues were identified. Dimensional analysis of the distal tip could not be obtained due to the post manufacturing damage condition. Document/specification review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Conclusion: while no definitive root cause could be determined, it is possible that rough handling and/or any unintended excessive force during screw insertion could have likely contributed to the complaint condition. The complaint is confirmed. No design or manufacturing defect or deficiency was observed during the investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device code: kwq. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a spinal fusion the tips of two (2) stardrive screwdriver shaft got stripped during screw insertion. The surgeon then used another similar driver included in the set. Surgery was completed with no delay. There was no consequences to patient. This report is for one (1) screwdriver shaft. This is report 1 of 2 for (B)(4).